Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving few high voltage therapy episodes for ventricular tachycardia. The second shock didn't break the arrhythmia. However, the heart rate decelerated and went out of the arrhythmic zone. The patient was hospitalized for further testing and monitoring. Programming changes were made. Additional testing was performed and normal device function was noted. The patient was stable and will continue to be monitored.